Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and capsular contracture unknown baker grade. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reports rupture and capsular contracture, baker grade unknown. The device remains implanted.